Manufacturer narrative:
Product analysis of system report product: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was slight damage observed on the threading of the screw gear. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutfx 29mm valve (d531464) was successfully loaded onto the dcs with no unusual force needed to close the capsule and no unusual flexing of the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve fully deployed with a crown overlap to node 1 which is acceptable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded, however towards the end of the load, great force in closing the capsule was reported. The capsule of the delivery catheter system (dcs) curved to the top of the water basin more aggressively than usual. The valve loader was not confident in the dcs. The valve was exposed for a re-load, and upon opening, a perfect load was noted. The same valve was re-loaded using similar force but the dcs was reported to have straightened out when taken out of the container. The physician was informed and the valve was fluoroscopic checked. A pre implant balloon dilatation was performed using a 22 mm semi-compliant balloon. The physician proceeded with the system and upon deployment within the annulus, the valve opened to half of its capacity. The physician recaptured and attempted deployment twice more with the same result. The system was withdrawn. The physician deployed the valve outside the body with no misload or any obvious issues. A second balloon dilatation was performed using a 24 mm semi complaint balloon. A new valve was loaded onto a new dcs with no issues. The valve was successfully implanted. It was reported that the patient remained stable throughout. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 19-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that great force was felt during the final stages of the valve loading. The valve was exposed, examined, and re-loaded. Images of this event were not provided for review. Also, a fluoroscopic valve load inspection was not provided. The same valve and catheter were used for the implant attempt. During deployment, the valve appeared to be significantly under expanded with a possible infold in the center of the bioprosthesis. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.